Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3f0550 egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3f0550 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open liver resection procedure, the jaws of the first reload did not close completely. Therefore, could not be fired. A second reload was used, but the device did not fire. A second handle with the same lot number was used, but the device did not fire. A third handle was used to resolve the issue. There was no patient injury.